Event description:
It was initially reported that the pt had an increase in seizure activity prior to the clinic notes dated (B)(6) 2010. The clinic notes indicated that, "on her last visit we were concerned because, the seizures were a bit worse." As a result, the pt's tegretol was increased. "She is now back to one to two seizures per month." The last known diagnostics were performed on (B)(6) 2010, which were within normal limits. The pt is now said to be much improved since vns implant, but seizures are not completely controlled. The pt is also known to have an increase in seizure activity as a result of fatigue, stress and other external factors, but it is unclear at this time if this was a contributory cause for this event. The pt is expected to have a generator replaced prophylactically due to the battery approaching an eos condition. Good faith attempts to obtain add'l info have been unsuccessful to date.